Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that he received a battery out limit alarm on the insulin pump during normal use. Customer replaced the battery and it did a reset. A few days later the insulin pump had a blank display. Customer replaced the battery and seemed like it was working properly but when he woke up the display was blank again. It was stated that the insulin pump does not have physical damage. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to clean the battery cap and remove the battery for 10 minutes; display is still blank. Blood glucose value was 167 mg/dl; last value was 109 mg/dl. Nothing further reported.